Manufacturer narrative:
Philips remote service technician confirmed the 35-volt failure error in the significant report log. Philips remote service recommended power management (pm) printed circuit board assembly (pcba) and motor controller (mc). The customer will order parts and repair the unit. The customer is taking responsibility for correcting/repairing the device. The customer has been notified to contact philips if this does not address their device issue. No further information will be obtained as this concluded philips remote support to the customer for this event.

Manufacturer narrative:
Submission date: 27sep2021.

Event description:
It was reported to philips that the device had a check ventilator 35-volt supply failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.